Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient was originally operated on for an infected non-union of fusion. Since cultures were negative, surgeon chose to reimplant the patient. Continued drainage suggests infection. Since the patient continues to drain despite negative cultures, the surgeon chose to remove all components and convert to a static spacer utilizing lps components, placement of resorbable antibiotic beads and high dose antibiotic cement to coat the components. All components were well fixed but lack of bony ingrowth also suggests persistent infection. An I&d was performed on (B)(6) 2025, where the poly and pin were replaced. Depuy 2 with gentamicin was likely utilized, as that is the surgeon's norm. No delay occurred and no patient harm was noted. Doi: (B)(6) 2025, dor: (B)(6) 2025, affected side: left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A manufacturing record evaluation (nc search) was performed for the finished device product code: 173928000, lot - jj3052 and no non-conformances / manufacturing irregularities were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation (nc search) was performed for the finished device product code: 173928000, lot - jj3052 and no non-conformances / manufacturing irregularities were identified.